Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01493. This report is being submitted as additional information. Approximate age of device- 5 months. Manufacturer's investigation conclusion: the evaluation of the device confirmed the report of suspected device thrombosis. Upon disassembly of the returned device, a large white and red thrombus formation was observed extending through the outlet elbow. The thrombus had a hollow tube-like shape and appeared to be obstructing the majority of the blood flow path. The thrombus formation was adhered to the textured blood-contacting surface of the outlet elbow and its structure suggests that it formed within the outlet elbow over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation within the outlet elbow. Examination of the remaining blood-contacting surfaces of the returned device revealed no additional depositions or thrombus formations that would have contributed to a functional or flow issue. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline revealed no discontinuities or shorts. Functional testing of the pump revealed normal pump power consumption and pressure values and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a pump exchange for suspected device thrombosis. Additional information was requested, but not provided.